Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event ¿foreign material in a/w-cylinder and a/w-channel¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed because reprocessing could not be conducted properly because of leakage due to wear of s-cover and peeled glue between ob-lens and distal end. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had adhesive residue at the distal end and in the lumen that exited from the working channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material at the air/water channel/cylinder and channel tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to wear of the scope cover, water tightness was lost. The air/water cylinder had no color. The suction cylinder had no color. The scope cover had a scratch. The scope connector case unit had a scratch. The plug unit had a crack. The label on the suction connector was damaged. Due to adhesive peeling between the objective lens and distal end, water tightness was lost. Due to a scratch on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to a chip on the objective lens, the image had a partially dark area. The image guide protector had a cut. The objective lens had a crack. The light guide lens had a crack. The adhesive on the bending section cover was detached. The connecting tube had a wrinkle. The universal cord had a scratch. The foreign material could not be removed even if the correct reprocess was performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot. It was unknown, what kind of material was responsible for the clogging. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.